Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample revealed that the luer lock was broken leading to a leak of the administrated solution. No functional testing was performed as the reported condition was verified through initial inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from an unspecified location during priming. There was no patient involvement. No additional information is available.